Manufacturer narrative:
Date of event: month and day unknown. Only year (2018) is known. Device evaluation: the analysis results found that the ecs29a device arrived with the anvil missing, and the safety damaged. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. In addition, all the staples were present and protruding in the device and the breakaway washer was not present. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: if possible, if further information becomes available as to how the device was "defective" on this complaint file, please submit information under this complaint record.

Event description:
It was reported that the device was returned to the service line coordinator with a note that said ¿defective¿. Unable to determine additional information to date. The account is unsure which case and by which surgeon the device was being used. Unknown how procedure was completed. There were no patient consequences reported.